Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination, and another 12 by functional testing, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) customer reports that the rubber did not recover after use. The following information was provided by the initial reporter. The customer stated: "rubber did not recover, so it did not enclose the needle, causing the patient to bleed."

Event description:
It was reported when using the bd luer-lok¿ access device (male luer) customer reports that the rubber did not recover after use. The following information was provided by the initial reporter. The customer stated: "rubber did not recover, so it did not enclose the needle, causing the patient to bleed."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.